Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient reported a painful open wound on left axilla post miradry treatment. Antibiotics were prescribed for 30 days. Since the treating physician and patient did not suspect the wound was an infection, patient discontinued the antibiotics.